Event description:
It was reported that the patient presented after dental surgery with dizziness and bleeding gums. They received 1 unit of blood with mean arterial pressures (map) 60-70 last evening. Log files were submitted for review and contained a transient unsustained low flow estimate when the calculated pulsatility index (pi) was elevated on 16dec2024. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The equipment was operating as intended electronically and mechanically. Dizziness and low flows did resolve after blood transfusion. The patient had an increase in hemoglobin/hematocrit. Patient required additional transfusion after drop from 8.0/25.1 to 7.2/21.8. Symptoms resolved with no additional low flows. Patient was experiencing bleeding from mouth (holding eliquis).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. A review of the submitted log file revealed that the device was operating as expected at the set speed. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.